Event description:
It was reported by service report that the bed siderails do not work and "pendant button stuck" error is shown on the footboard. There was pt involvement; however, no adverse consequences are reported.